Event description:
The rptr's home care nurse called, but was not identified. Meter to hcp meter comparison tests were done, with results of 46 mg/dl on rptr's meter, and 176 on the nurse's one touch profile meter. No symptoms were reported. Control solution test was in range, though confirmation dot was green, and would not turn gray. Nurse retested using one of nurse's own (surestep) strips and had a result of 173 mg/dl, an expected reading for the rptr. On follow-up, rptr stated rptr is now using new strips and receiving normal test results. No harm was alleged.